Event description:
When attempting to deploy the enterprise vrd (enc452212) at the target lesion the prowler select plus microcatheter and enterprise "came off" from the target lesion due to heavy tortuosity of the middle cerebral artery (mca). The vrd was protruding slightly from the microcatheter, so an unsuccessful attempt was made to recapture it. Therefore, the devices were removed as a unit. It was reported that there was nothing wrong with the microcatheter and another vrd was successfully placed at the target site. It is not known if the same microcatheter was used for placement of the new stent. The patient had no symptoms. The procedure was coil embolization for an aneurysm of the ic-pc which was at a bend. During prep, the microcatheter distal tip was not re-shaped. Prior to deployment, the microcatheter was first placed distal to the aneurysm neck, and after the microcatheter was placed distal to the aneurysm neck, the enterprise was advance through the microcatheter. Once the enterprise was in positioned, the microcatheter was withdrawn to expose the stent. The enterprise stent was not taking past the recapture point. After the system was removed, no damages were noticed on any of the devices.

Manufacturer narrative:
The enterprise was not returned for analysis. A review of the enterprise final assembly lot by lake region, related subcomponent stent lot by (B)(4) found no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. As reported, vessel characteristics appear to have contributed to the displacement of the device. Without the return of the device for analysis and based on the available information, no definitive conclusion can be made regarding the inability to recapture the stent. However, it is possible that procedural factors including vessel characteristics also contributed to the inability to recapture the stent after displacement. Based on the device history record review, there is no indication of any related manufacturing issues. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, this one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2010-00235 and 1058196-2010-00236.

Manufacturer narrative:
Aspirin: (B)(6)-2007~ongoing, clopidogrel sulfate: (B)(6)-2007~(B)(6)-2011. Ciostazol 200mg/day: 2011-(B)(6)~, edaravone 100mg/day: (B)(6)-2011, argatroban hydrate 60mg/day: (B)(6)-2011, heparin 2,000u: (B)(6)-2011, 12,000: (B)(6)-2011, 12,000u: (B)(6)-2011.this one of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00235, 1058196-2010-00236 & 1058196-2012-00033.